Event description:
Customer reported to customer service that the black housing of her pump in style transformer is falling apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer, she indicated that after approximately 9 months of use the transformer casing top came apart when she took it out of the wall. She stated that the crack is along the two sides of the transformer. The customer indicated that she did not witness any smoke, fire or flame and that there were no injuries sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed at that time.